Event description:
The test would not start on their meter. This issue was not resolved with troubleshooting. They stated that they were unable to test a reading since the meter would not count down. They also reported a display issue on that meter. They were feeling shaky and so they ate a banana. There was no medical intervention or any treatment given by a healthcare professional. No further information has been reported.